Event description:
The customer reported that erroneous, low testosterone results were generated on an access 2 immunoassay system for four patient samples on one day and for multiple calibration results on another day. This report is two of two and represents the erroneous testosterone calibration results generated on (B)(6) 2011. Lower than expected testosterone calibration values were generated. Data supplied by the customer indicates that the calibration results completed with units of ng/ml instead of the customer set default ng/dl. No patient results were generated in conjunction with this event. There were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. Upon repeat on the same instrument, subsequent calibrations resulted appropriately within the expectations of the assay. Level 1 and 2 instrument assay quality control results recovered within customer established specifications. A routine system check performed prior to the event met instrument specifications.

Manufacturer narrative:
All patients involved were male. Service was dispatched to the site on (B)(6) 2011 for this event. The fse identified that the results in question possessed ng/ml units of measure, not ng/dl as is typically used. Because the incorrect unit of measure was attached to the results they were processed by the laboratory information system without being converted as necessary. The fse verified that the default testosterone units were set to ng/dl on the access 2. The fse confirmed via archived data review that the patient and calibration results involved in this event were the only results affected. The root cause of this event is currently under investigation. Mdrs associated with this event: 2122870-2011-03368; 2122870-2011-03369.